Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy due to loss of capture and sensing. The lead dislodged due to twiddlers syndrome. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.